Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for failed back surgery syndrome/non-malignant pain. The patient reported that they had a morphine pump in years ago and 'it was a small one' and a 'fiasco' and it came apart and they were shocked even though the pump was not in there and there were several problems with the pump. The patient asked about the 'regular targeted one'. The agent had a hard time following along with what the patient was saying at times. The agent tried asking clarifying questions. The patient stated that they 'possibly' had the pump from 2004-2010. The patient then stated that they had to fill the pump ¿more and more¿ and got down to every 10 days before they had to take it out. The patient stated that it was around 2010 when they had to have the pump filled more often. The patient asked about variations of the mdt pumps. The patient was redirected to their healthcare provider (hcp) to further address medical concerns and for possible pump surgery.

Manufacturer narrative:
Updated b2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.